Manufacturer narrative:
Refers to the main device, the other relevant components include: product ID 8780 serial# (B)(4) implanted: 2017 (B)(6) explanted: 2017 (B)(6) product type catheter product ID 8780 serial# (B)(4) implanted: 2014 (B)(6) explanted: 2017 (B)(6) product type catheter. Evaluation of implantable catheter product ID 8780 serial# (B)(4) product ID 8780 serial# (B)(4) revealed significant twisting which may have affected infusion. Both catheters were found to be occluded in the returned product analysis lab. Additionally, damage was identified on the transition tubing for serial# (B)(4). Code-results 3038; 114 apply to both catheters. Code-conclusion 92 is no longer applicable. Code-conclusion 77 applies to both catheters (code-conclusion 22 remains applicable for the pump). If information is provided in the future, a supplemental report will be issued.

Event description:
The catheters were returned to the manufacturer on october 19, 2017, with no additional information.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. It was reported that the catheter was twisted, no csf (cerebral spinal fluid) flow to the pump. The environmental, external, or patient factors that may have led or contributed to the issue was the reporter believed that the patient flipped the pump in the pocket several times to cause the twisting. It was noted that the patient had flipped her pump several times that the entire catheter had twisted several times. The diagnostics and troubleshooting performed was surgery. The actions and interventions taken to resolve the issue was the a new catheter was inserted. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further patient complications were reported or anticipated.